Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that all data was changed to show 13:43 and 27 seconds, and the order of the data was scrambled. The correct data was present, but not in the correct order. At the next data entry point, the data and order was corrected. The device was used for the remainder of the procedure. The user reported that the hospital facility had experienced a network outage when the event occurred, and the device is currently functioning as expected. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt a result of this event.